Event description:
The patient reported that they keep getting an amber/ambulance alert tone coming from the ICD (implantable cardioverter defibrillator) every 4 hours, it could be a possible lead integrity warning. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).